Manufacturer narrative:
Component code: g01003. The complaint investigation was performed for false elevated architect stat troponin-I results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 27862un20, through worldwide data. Return testing was not completed as returns were not available. Trending was reviewed and did not identify any trends for the product that was associated with the complaint. The historical performance of reagent lot 27862un20 was evaluated using worldwide data from the field. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median results are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 27862un20. The device history record was reviewed and determined no non-conformances or deviations were identified for architect stat troponin-I, reagent lot 27862un20. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 27862un20 was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? Unknown. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier information: (B)(6).

Event description:
The customer reported falsely elevated architect stat troponin-I results for 3 patients. The following data was provided (customer¿s reference range: 0.00 ¿ 0.03, critical 0.1): sid (B)(6): original result 0.169 ng/ml, rerun on another analyzer 0.021 ng/ml. Sid (B)(6): original result 0.154 ng/ml, rerun on another analyzer not completed at this time. Sid (B)(6): original result 0.156 ng/ml, rerun on another analyzer 0.004 ng/ml. There was no harm to the patients and no impact to patient management reported.